Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 317 mg/dl. Patient's current blood glucose value: 327 mg/dl. The pump initially failed high pressure test but later it passed. No symptoms were experienced. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer alleged pump was under delivering because she tried fill cannula a few times and no insulin came out. The customer was treated with bolus. She declined checking tubing, site or settings. The device is not expected to be returned for analysis.